Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up, reported the site did not make the navigation system available for accuracy testing or system check-out. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. No specific measurement was provided. The surgeon was using the opens spine clamp reference frame on a l4-s1 spinal fusion surgery. The medtronic representative was unsure which level the reference frame was attached to. Inaccuracy was noticed in the lateral image only, approximately 2 millimeters inferior to where the instrument was touching on the anatomy. The anterior posterior (ap) image was accurate. Surgeon continued using navigation for the case and used the ap image only. Confirmed that the screws were placed accurately with a post-op spin. Tested multiple instruments and all instrumentation displayed the same inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue and reported the system performed as intended during testing. No further relevant issues reported.